Event description:
The customer reported that there is no alarm when pressure is released from the pad and also the tone settings do not default when the alarm is turned off and on. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).